Event description:
It was reported to philips that the allura geometry movement is partially available. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and rebooted which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing planned treatment/non-emergency treatment. Philips remote service engineer (rse) connected with the customer and confirmed that geometry was partially unavailable. Review of system log file shows geometry malfunctions. Upon troubleshooting, customer performed a warm restart. After the warm restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.